Manufacturer narrative:
(B)(6). Product investigation summary: the investigation has shown that the complaint description and the complained problem does not match exactly what the visually detected damages are. The screw damages can be comprehended with the complaint text, but the plate does not match to the complaint description. The plate (part 04.117.501s) and two screws (part 04.211.022s and 04.211.032s) back for investigation. The visual inspection has shown that the plate is not damaged at all. Both screws show a strong worn shaft thread where some sections of the peak of the thread are mashed and shaved off. The head threads of each screw are completely damaged and the materials completely deformed. The stardrive recess is slightly worn. The investigation has shown that too much force and torque must have been applied to the screw heads during the locking procedure, which led to the damages. The shaft threads of the screws must have been in contact with the plate where the material got shaved off. Therefore we could not find any manufacturing related failures and do recommend to work according to the surgical guide in order to avoid such damages. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Screw was never implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been attempted: unknown article and lot number combination for synthes (B)(4)systems. The lot number cannot be identified and a device history record review therefore cannot be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery was performed on (B)(6) 2015 for the fracture of the distal end of the humerus. During the surgery, the surgeon experienced a friction when screwing in the locking screw into the distal humerus plate. The screw was extracted from the plate, and it was discovered that the screw thread was mashed, and also wire-shaped debris was found. The surgeon attempted to insert another screw into another screw hole of the plate, but again the screw thread was mashed. It was concluded that the events were caused by the plate, thus the plate was replaced with a new one, which was successfully fixed to the fractured site, and the surgery was completed without further issues. There were no adverse consequences to the patient, however due to the event the surgery was delayed for 15 minutes. This report is 2 of 3 for (B)(4).